Event description:
It was reported that the insulin pump alarmed no delivery during insulin bolus delivery. Customer was advised to change the complete set and get in contact if alarm occurs again. Blood glucose value is 165 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.